Event description:
Boston scientific received information that during an elective device replacement, this right atrial (ra) lead was capped due to low impedance measurements that were less than 200 ohms. Additionally the lead was not capturing at maximum outputs. There were no adverse patient effects reported. A new right atrial (ra) lead was implanted successfully.

Event description:
Additional information was received that high thresholds were also noted on the right atrial lead prior to the procedure, along with no capture at high outputs. The pulse generator was at elective replacement indicator (eri) at the time the lead was revised. No other additional allegations were reported.

Manufacturer narrative:
The lead remains surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.